Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 analyzer (rack system). Patient 1 initial result was 1105 pmol/l. The sample was repeated six times, with results of 1581 pmol/l, 1903 pmol/l, 1775 pmol/l, 1822 pmol/l, 1937 pmol/l, and 1921 pmol/l. Additional results were provided for this sample of 1545 pmol/l, 1538 pmol/l, 1577 pmol/l, 1482 pmol/l, and 1372 pmol/l. Clarification related to these results has been requested but not yet provided. On (B)(6) 2025 patient 2 initial result was 2267 pmol/l. The sample was repeated five times, with results of 2341 pmol/l, 2603 pmol/l, 1854 pmol/l, 2524 pmol/l, and 2536 pmol/l.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Manufacturer narrative:
Clarification was received that the additional results attributed to patient 1 may be from a different patient sample. If so, the results are not discrepant. Section d, device identification was updated. Relevant fields of sections d and g were updated. The estradiol iii reagent lot number was 816576 with an expiration date of 30-sep-2025. Calibration was acceptable. Qc results were unstable. "Sample short", "liquid level detection noise", and "sample volume or clot" alarms were observed on the alarm trace data. Operator maintenance actions were current. The instrument check by the field service engineer (fse) showed the sample/reagent liquid level detection (lld) voltage was too high; this affects sample and reagent pipetting. The investigation determined the misadjusted sample/reagent probe llld voltage was the cause of the event. The service actions resolved the issue.